Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
(B)(6) 2010: patient underwent MRI of lumbar spine due to back pain and right leg numbness. I (B)(6) 2010: patient underwent fusion surgery using rhbmp-2/acs and impacted cortical bone. No complications were reported. (B)(6) 2010: patient underwent CT scan of lumbar spine, 4-6 discs with contrast.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.